Event description:
It was reported that an occlusion alarm occurred, and the customer's blood glucose level went over 400 mg/dl to high. A manual insulin injection was administered to address bg level. Reportedly, a bolus was completed successfully, and the customer changed pump supplies to address the issue.